Manufacturer narrative:
As a result of recently received documentation on 12apr2026 from the sweden competent authority indicates the product problem was documented to have occurred on 23feb2026 as per customer report directly to sweden ca. Notification of the issue was documented in an email to philips EU on 23feb2026, this is a correction notification that the event due date was incorrectly reported on the initial report.

Event description:
The manufacturer received information that a trilogy evo ventilator had a red, critical alarm triggered while in use with a patient. There was no harm or injury reported. It was reported the alarm that indicated "ventilator service required" occurred on the device on 11 march 2026. No additional information has been provided at this time. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.